Event description:
Charged it and the charging cable exploded directly - oral-b [device battery explosion]. Case narrative: consumer via phone stated that they charged their oral-b toothbrush and the charging cable exploded directly. No injury was reported.

Manufacturer narrative:
The reporter informed the company that the product has been discarded.